Manufacturer narrative:
The recipient's infection reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. This device passed the tests performed. The older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection due to otitis media. The otitis media started two months prior to explant surgery, and the infection is not believed to be device related. In addition, a tumor was found near the eustachian tube and secretion was found in the mastoids cavity and cochlear implant. A biopsy was taken. The recipient was given prophylactic antibiotics, lidocaine, and epinephrine for asepsis. On may 18, 2021, the recipient's device was explanted. The recipient was not reimplanted. The patient has recovered well.